Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the arctic sun device would not heat water to 30 degrees over a 30 minutes period. As per review of wo on 21oct2022, there was no patient involvement and date of event occurred to be (B)(6) 2022.

Event description:
It was reported that the arctic sun device would not heat water to 30 degrees over a 30 minutes period. As per review of wo on 21oct2022, there was no patient involvement and date of event occurred to be 19oct2022. Per follow up information received via email on 08nov2022, the device be sent to the biomed after therapy completion for evaluation. The device was currently awaiting decontamination. This was not resolved.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is due to a failed heater. During evaluation, it was confirmed that the unit took longer to heat to 30 degrees c. Heater was replaced during pm servicing. The device underwent pm servicing while in for repair. The mixing and circulation pumps, and drain ports has been replaced. As5000 system passed all tests, is functioning properly and is ready for use. The did not meet specifications and was influenced by the reported failure. The device was not in use on a device patient. The DHR is not required as this is not an out-of-box failure. Based on the results of the investigation, no additional actions are needed. The instructions for use were found adequate and state the following: the labelling review is not required as the complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.